Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device was received with normal operating currents, no blank display and no numbers ramping or scrolling during test. No frozen screen noted. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported that he was trying to turn the back light on and when he tried to turn it off, the screen froze and when they unfroze it was in the set bolus screen and the numbers were ramping and then the display went blank. Blood glucose value was 89 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.